Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found to be in good physical condition. There was no evidence failed accuracy in the event log. An accuracy test was performed and the original issue was unable to be replicated. The average delivery error of the pump was found to be within the published specification of +/-6%. A full functional check of the pump was performed and they were unable to duplicate the customer's problem. No fault was found with the pump upon functional and visual inspection.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting failed accuracy testings by +14%. There were no adverse events reported.